Event description:
The customer's mother reported via phone call being hospitalized due to high blood glucose levels. The caller stated that she had problems with recurring high blood glucose and issues with the infusion sets. The customer's blood glucose was over 400 mg/dl. The customer's mother stated that she was diagnosed with gastroparesis and diabetic ketoacidosis. She advised that the customer was treated with an intravenous drip for dehydration and discharged from the emergency room after 5 to 6 hours. The caller declined troubleshooting assistance for the matter. She stated that she had performed infusion set changes whenever a high blood glucose event occurred but noted that the customer had already discarded the used supplies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.